Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump while playing basketball and as a result the touch screen became cracked. Reportedly, the pump was still functional, however, the touch screen was delayed in responding to presses. The customer's blood glucose was 310 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy .